Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital with a slow ventricular tachycardia, the device was unable to be reprogrammed. The patient received an external shock to terminate the ventricular tachycardia episode. No programming changes were made. The patient was stable.